Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the patient underwent a skin flap revision surgery on (B)(6), 2011. This report is filed (B)(6), 2011. Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6), 2010 due to an extrusion of the internal device. The implanted device remains.